Event description:
A bulb burst in the surgical light during a procedure. The bulbs in use were not supplied by the light's MFR, getinge/castle. Fragments exited the lighthead and possibly entered the pt. Per the hospital, no immediate ill-effects on the pt were observed. There will be ongoing monitoring. The light was installed in 1990. This model is no longer in production. Co's field technician did not observe any electrical problems that he felt would cause a bulb to burst. There is no data to support that there is a trend of bulbs bursting in this model light.